Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving dilaudid 30mg/ml at a dose of 7.191 mg per day and bupivacaine 5 mg/ml at 1.1985 mg per day via an implantable infusion pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the patient had increased pain and withdrawal symptoms. They had indicated they had fallen in late (B)(6); the event date was noted to be approximately (B)(6) 2016. The hcp attempted a dye flow study, but was unable to withdraw fluid from the catheter access port (cap). They were unable to get any backflow. As a result, a catheter revision occurred on (B)(6) 2016. The patient's status at the time of this report was listed as "alive - no injury." The pump, following the case, was programmed to minimum rate because they were unable to locate the catheter or anchor at the distal/spinal site. The rep believed the patient was being referred to a neurosurgeon but they didn't have the surgeon's contact information and was not completely certain of that. Further information was then received on (B)(6) 2016. It was reported a hcp did another revision on (B)(6) 2016 where the entire length of the old catheter was explanted and a new catheter was implanted. The explanted catheter was staying in pathology at the medical center at the time of report. The new catheter was primed and the pump continued to be set to minimum rate mode "for now." No further information was provided including if the cause for the inability to aspirate was determined or the reason for the inability to locate the catheter and anchor at the distal/spinal site.

Event description:
Additional information was received from a manufacturing representative. The hcp was unable to find the catheter (during surgery), even though they could see and follow the catheter on fluoroscopy. He referred the patient to a neurosurgeon who was able to find and explant the entire catheter length. The first hcp did not extend his incision down far enough. The entire catheter length was explanted, and a new catheter was implanted. The patient was doing very well.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine and dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain, and radicular pain syndrome (radiculopathies). On (B)(6) the patient fell and hit his back on the stairs, started having a lot of pain again and went to the health care professional, they did a dye study and the catheter was replaced on the following tuesday after the (B)(6) 2016, reportedly they could not fix it because the doctor could not find the catheter. Patient was sent to another doctor to do the surgery and get it taken care of. Following surgery, the doctor put saline in the pump because he was not able to add the medication. After the catheter was fixed, a couple of days after the surgery the health care professional added fentanyl, no further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.